Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a female pt the device's display froze and they were unable to get an ECG reading. The device was powered off/on and began to operate appropriately, and then the device's display froze and they were unable to get an ECG reading. Complainant indicated that there was no pt adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.